Manufacturer narrative:
The in-stent restenosis of the left sfa and popliteal was treated with a in.pact pacific drug coated balloon approximately 4 days post the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During revascularisation of the target lesion, an amphiprion deep pta and an in.pact pacific paclitaxel eluting balloon catheter were used. During a second revascularization of the target lesion, an admiral xtreme pta and an in.pact pacific paclitaxel eluting balloon catheter were used. During a third revascularization of the target lesion, an amphirion deep pta and two in.pact pacific paclitaxel eluting balloon catheters were used. Approximately 20 months post first revascularization, 17 months post second revascularization and 13 months post third revascularization, patient suffered in-stent restenosis of the left sfa and popliteal (target lesion) and was treated with revascularization. A drug eluting balloon catheter was used during treatment. Patient recovered.